Event description:
This case was initially received via regulatory authority (B)(4)) on 25-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergies to metals: titanium, silver and chrome") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), skin disorder ("skin problems"), adnexa uteri pain ("feeling of vibrations in area of ovaries every day"), malaise ("ill-being") and general physical health deterioration ("deterioration of moral and physical health"). The patient was treated with surgery (inserts removed). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, skin disorder, adnexa uteri pain, malaise and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, general physical health deterioration, malaise and skin disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 272 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.